Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the cutting wire broke in half. The sphincterotome was in and out of the endoscope a few times to utilize other instruments. On the last attempt to use the sphincterotome, the cutting wire broke in half. The procedure was completed using a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as the device has been discarded by the user facility following the procedure. The exact cause of the user's report could not conclusively determined. The device history record for the subject device was checked and there was no problem noted during the manufacturing of the device.